Manufacturer narrative:
No injury is alleged. The consumer went to charge her chair and when she plugged the charger into the wall, the unit allegedly sparked. Nature of complaint suggests a service/user error. Filing solely on the allegation of sparking, malfunction is not confirmed.

Event description:
The consumer alleges, the charger "burnt up". When she plugged the charger into the wall to charge the chair, it allegedly sparked. No injury is alleged.